Manufacturer narrative:
Concomitant medical products: product ID: 37602; serial# (B)(4); implanted: (B)(6) 2019; product type: implantable neurostimulator. Product ID: 3389s-40; serial#: unknown; product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient needed assistance to change from group a to b, but when patient services helped the patient connect on the right side they already were in group b at 2.6 or 2.8 amplitude, but therapy was off. There was no room for adjustment once therapy was turned back on. The left side was on and okay and no ability to adjust therapy either.